Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks lter, a revision surgery was performed, during which it was noted that the connecting tube of the left cylinder had a crack. The pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, and leak tested. During visual inspection it was noted that the pump tubing was cut down to the pump block; therefore, the tubing did not return for analysis. Microscope examination revealed bodily fluid within the component; therefore, the pump was not functionally tested. No leaks were identified in the pump. Based on the information available and analysis results, the reported clinical observation of a crack in the connecting tube could not be confirmed; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that the connecting tube of the left cylinder had a crack. The pump was removed and replaced. There were no patient complications.